Event description:
The reporter stated that the surgeon was advancing a three piece silicone lens model aq2010v in the injector prior to insertion and the lens became stuck in the injector. No patient contact or injury.

Manufacturer narrative:
A visual inspection of the returned product shows the lens is stuck in the tip of the injector. No visible damage to the injector. The cartridge was received with no visible damage. There is clear surgical residue on the injector and cartridge. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined.